Event description:
During a robotic case, intuitive endowrist mega suturecut needle driver broke at the hinge, no parts came off during the malfunction. Device was immediately removed from the field and replaced. Item sequestered.